Manufacturer narrative:
(B)(4)

Event description:
It was reported that the ht70 plus ventilator had a coin battery issue and would not allow date and time to be change. There was no patient involvement.